Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 10mm distal of the proximal balloon markerband. From the complete circumferential tear the balloon was also torn longitudinally for approximately 45mm distally. A visual and tactile examination found no kinks or damage to the shaft and tip of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that an air leak occurred. The target lesion was located in the cephalic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, an air leakage was noted at the tip of the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that an air leak occurred. The target lesion was located in the cephalic vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, an air leakage was noted at the tip of the device. The procedure was completed with another of the same device. There were no patient complications as a result of this event.